Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information provided by a nurse in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies. On an unreported date, the patient began treatment with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies (doses, frequencies, and lot numbers not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal therapies were ongoing. During a call with baxter customer services, the following was reported. On (B)(6) 2012, the patient experienced and was hospitalized for peritonitis. The cause of peritonitis was the patient left his doors open. Treatment was not reported. On (B)(6) 2012, the patient was discharged from the hospital. The patient has recovered from the peritonitis event. Follow up with the nurse confirmed the patient had been retrained.

Manufacturer narrative:
(B)(4). The product code is unknown. There was no allegation of a product malfunction reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. This complaint for a report of use error - breach in aseptic technique is confirmed, because it was reported that there was a breach in aseptic technique; however, the assignable cause code could not be determined, since it is unsure why the patient had a breach in aseptic technique. A labeling review found the home choice user manual to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.